Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. The instrument installed on an in-house system passed energy testing with no issues noted. The instrument also passed electrical continuity testing. There was no damage observed to the conductor wire. The instrument also passed gage testing and grip force testing for all wrist orientations.

Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi performed a review of the site's system log for the reported procedure date and found no system issues that would have caused or contributed to the reported event. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci assisted sigmoid colectomy procedure, it was observed that the endowrist vessel sealer instrument was not sealing the patient's tissue. While there was no harm to the patient, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy procedure, the endowrist vessel sealer instrument would not seal the patient's tissue. A replacement vessel sealer instrument was installed; however, the issue persisted. The surgeon made the decision to complete the planned surgical procedure using traditional laparoscopic techniques. There was no report of any patient harm, adverse outcome or injury. On (B)(6) 2016 intuitive surgical inc. (Isi) contacted the site's robotics coordinator regarding the reported event. According to the robotics coordinator she was not present during the surgical procedure when the reported vessel sealing issue occurred. She indicated that during initial use of the endowrist vessel sealer instrument and the surgeon was attempting to seal omentum tissue. During the instrument's sealing cycle the sealing cycle tone was heard; however, after completion of the sealing cycle, the surgeon observed no thermal affect to the patient's tissue. The surgeon made another attempt to seal the patient's tissue; however, the issue recurred. According to the robotics coordinator after installing the replacement endowrist vessel sealer instrument, during its initial use, the issue recurred. The sealing cycle tone was heard, however, there was no thermal affect to the patient's tissue observed. The robotics coordinator indicated that the surgeon required use of the instrument for the surgical procedure and since he was unable to resolve the tissue sealing issue; he made the decision to complete the procedure using traditional laparoscopic techniques. The robotics coordinator indicated that it is unknown if the surgeon was using the endowrist vessel sealer instrument in bipolar mode when the reported tissue sealing issue occurred and there was no report of any tissue bunching in the instrument's jaws. The field investigation performed by an isi field service engineer (fse)was unable to reproduce the customer reported complaint. The fse's investigation included observation of a procedure. The fse observed that there were multiple seals/cuts from a vessel sealer instrument and confirmed with the surgeon that the endowrist vessel sealer instrument functioned as intended with no issues noted. The surgeon and the site's lead surgical nurse informed the fse that the endowrist vessel sealer instruments in question were properly installed and plugged in the vio generator and the vio generator had the proper energy settings prior to the surgeon's use of the affected instruments. MFR report 2955842-2016-00857 has been submitted to the FDA regarding the 1st vessel sealer instrument.